Event description:
Healthcare professional reports a case of alcl to an allergan sales representative. There is no info that has been provided, however an ongoing investigation is being carried out. Any info that is obtained will be submitted.

Manufacturer narrative:
(B)(4).